Event description:
Customer reported that the insulin pump alarmed no delivery when trying to deliver a bolus. She went to check the amount of the bolus that was delivered but the buttons were not responding. Customer removed the battery and inserted it back in and it alarmed failed battery test. She had to reset the time and during the process the numbers began to scroll. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump up arrow button did not respond due to corroded keypad trace. No scrolling numbers display anomaly noted. Unable to verify no delivery alarm, failed battery test alarm, bad battery alarm or reset anomaly after battery change due to unresponsive button. Unit had moisture damage on electronics noted. The insulin pump received with minor scratched display window, cracked battery tube threads, reservoir tube lip and missing end cap sticker.